Manufacturer narrative:
The device was discarded at the account and no lot number was provided. Pictures of the device were taken and sent to the MFR. Based on the pictures, it was observed that tip disconnected from the handpiece. A definitive root cause for failure cannot be determined since the unit was not available for eval.

Event description:
It was reported that the tip of the device fell off during a procedure. There were no reported adverse consequences associated with this event. The account had a back up on hand to complete the procedure with no delay.